Event description:
The complainant reported that a patient was being implanted with an impella 2.5 device for mechanical circulatory support. During prep, the 2.5 was opened, and the white cable was missing from the box. They had no replacements on hand. Therefore, the staff made the decision to upgrade the sheath and use an impella cp.

Manufacturer narrative:
The investigation for the reported packaging issue has been completed. The impella device was not received from the customer. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.